Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was damaged near the tip. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged catheter. Damage was observed near the tip of the catheter."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened 20g insyte autoguard catheter assembly with no product documentation to indicate the reference or lot number. Additionally, three photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit did not identify any damage to the components. The unit was further inspected microscopically, and no damage was identified to any of the components including the catheter tip. Finally, the unit was leak tested to verify that no tears in the tubing were missed during inspection and no leaks were identified. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturer narrative below.

Event description:
No additional information.